Event description:
The report received from the affiliate indicated that during pci on a lesion in the mid lad with moderate stenosis, leakage from the proximal part of the hub was noticed just before inflation of the balloon. No inflation was performed and the 3.0x33mm cypher stent was removed from the pt. There was no harm to the pt and the procedure was successfully completed with another stent. No anomalies were noted when the device was taken out of the package. The device was not resterilized. The device was pulled from the packaging by the hub but no anomalies noted. The device prepped following IFU instructions, and there was no difficulty encountered flushing the sds. There was also no difficulty encountered connecting the hub to the indeflator device (encore, boston scientific). There were no anomalies noted during or after the device was prepped. There was no resistance advancing the product to the lesion. The device was torqued or "steered" by the hub, but it was not advanced with the indeflator connected to the hub. No anomalies were noted after the device was delivered to the lesion, but the leakage was noted when pulling negative pressure. Air bubbles were noted, indicating leakage.

Manufacturer narrative:
Please note that this device is not distributed in the united states but belongs to the same class of devices as the us distributed cypher sirolimus drug-eluting stent. The device is also not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt.